Event description:
It was reported during the pt's first post operative programming the sjm representative observed some invalid impedances. The rep was able to program around the invalid impedances, however, a week later he met with the pt and her stimulation had moved to her waist which is not her pain pattern. X-rays taken showed her lamitrode lead had migrated and reprogramming was unable to regain effective stimulation therapy. F/u identified the pt underwent surgical intervention on (B)(6) 2013 and the lamitrode lead was replaced with different model (octrode) lead. The pt's scs system was programmed on (B)(6) 2013 and the pt reported she is receiving effective stimulation. The issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.